Manufacturer narrative:
An investigation was performed to identify the lots delivered to the patient. The lots were 11cr08011 and 11cr08016. Complaint database was searched and no other complaints were found for these two lots with similar failure mode. Sample analysis: no sample was available for an evaluation. Conclusion: the complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure.

Event description:
A patient stated at the end of treatment, he opened the cassette door and found a leak at the cassette. There is no information of any ill effect. There is no sample available for an evaluation.